Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 33.8 mmol/l. Customer experienced symptoms such as nausea, difficulty in breathing. Customer stated insulin pump was not working. Customer was using auto mode. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.